Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus china sales & marketing (ocsm). Omsc checked the device history record of the device, there was no irregularity found. Based on the information provided by ocsm, omsc presume that the reported event occurred because the cable unit was damaged. However, it was not possible to identify the cause of the reported event and the damage to the cable unit. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image was black. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4) as a result of the evaluation, the following was confirmed. -the camera cable was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.